Event description:
Upon reconstituting a vaccination, the nurse pushed the plunger on the syringe with the needle attached and the needle protection device and the needle became separated, spilling the vaccine. Also, when giving a vaccination to a patient, after administration, the nurse pulled the syringe out of the patient's leg, but the needle had detached from the needle protection device and was still in the patient's leg. On multiple occasions, the needle becomes detached from the needle protection device and is stuck in the cap of the needle when the cap is removed. Needle type: smith's medical jelco; blood draw hypodermic needle-pro; needle with needle protection device; 25g x 1 in; ref 4278.